Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reused or refilled the same cartridge. Tandem technical support educated the customer regarding the loading process. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. H3 other text: device not returned.